Manufacturer narrative:
Initial and final MDR (B)(4). H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 2 infusion sets leakage at site event on (B)(6) 2024. The blood glucose level was 50 mg/dl for event 1. Customer replaced infusion set and resumed insulin successfully. No further information availab.